Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
Additionally, the continuous glucose monitor read as ¿high¿. Cause was not known. A correction bolus was delivered to address bg. The customer will continue to use current pump.